Event description:
The article, "incidence and predictor for symptomatic stroke within 30 days after transcatheter aortic valve implantation: insights from the laplace-tavi registry", was reviewed. This research article is a prospective multicenter experience to evaluate the incidence and predictors of symptomatic stroke within 30 days after transcatheter aortic valve implantation (tavi). The devices included in the study were sapien xt, sapien 3, sapien 3 ultra resilia, corevalve, evolut r, evolut pro/pro+, evolut fx, and navitor. The article concluded that the incidence of symptomatic stroke within 30 days after tavi was 1.4%. [The primary and corresponding author was hiroaki yokoyama, department of cardiology, hirosaki university graduate school of medicine, hirosaki, japan, with corresponding e-mail: hero8686@hirosaki-u.ac.jp.]. This study included patients undergoing tavi from 01 april 2010 to 30 june 2024. A total of 4,774 patients were included in the study, of which 2.1% (103) patients received an abbott device. The average age was 84 years. The majority gender was female. Comorbidities included hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation/atrial flutter, and previous stroke, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, and pacemaker implant.

Manufacturer narrative:
Summarized patient outcomes/complications of navitor valve were reported in a research article in a subject population with multiple co-morbidities including hypertension, dyslipidemia, diabetes mellitus, atrial fibrillation/atrial flutter, and previous stroke, myocardial infarction, percutaneous coronary intervention, coronary artery bypass graft, and pacemaker implant. Complications reported included stroke, unexpected medical intervention (therapy, post-balloon aortic valvuloplasty); these complications are anticipated for the procedure and subject population. A more comprehensive assessment could not be performed as the event was non-contemporaneously reported through a literature review and no device or individual patient information was received for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product issue with respect to manufacturing, design, or labeling. Literature attachment: incidence and predictor for symptomatic stroke within 30 days after transcatheter aortic valve implantation: insights from the laplace-tavi registry b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.